Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation confirmed the returned unit did not meet all specific functional test. Unit was cleaned per procedure and worn parts were replaced with new components. Machined large starbursts for heli-coils to be added if needed. Machined floating ratchet to bring it within tolerances and to remove movement in the lock. 80# torque knob was tested to assure unit will achieve. Root cause analysis: the reported complaint was confirmed. Based on the evaluation by integra service and repair, the root cause is most likely normal wear over time, in addition to the need for routine preventive maintenance. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the rocker arm and swivel lock on the mayfield modified skull clamp (a1059) seems hard to turn. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.